Event description:
Add'l info rec'd from MFR 5/4/01: the MFR of the device is koscher & wurtz gmbh, chirurgische instrumente, einsteinstr 7, 78549 spaichingen, germany, evaluation determined the following: although it caused the device to fail to perform its essential function, it would not cause or contribute to a death or serious injury, or other significant adverse device experiences.

Event description:
Surgeon was using a laparoscopic grasper during laparoscopic hernia surgery. During the procedure the jaw of the grasper broke off the instrument and into the pt. Broken piece was retrieved and removed from the pt by the surgeon. No injury to pt.